Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient received inappropriate therapy. The patient was a twiddler and had dislodged both leads. Infection was suspected. The leads were explanted and replaced.